Manufacturer narrative:
Asahi intecc has determined that the date recorded in block b4 "date of this report" was erroneously reported as the date the report was submitted rather than the date the initial reporter provided the information about the event to the company. Corrective action has been taken to clarify which date should be provided in the report. This supplemental report is intended only to correct the date provided in block b4 to reflect the date the initial reporter provided the information about the event to the company.

Manufacturer narrative:
Manufacturing site: asahi intecc (B)(4). The returned guide wire had a kink and helically deformed in the distal segment. No deformation was found in the shaft segment. Microscopic observation of the shaft revealed that the ptfe coating was intermittently and linearly peeled off in the longitudinal direction at approximately 76 to 98cm from the proximal wire end. Review of similar cases was performed. To replicate the ptfe coating damage, an unused guide wire of the same brand was inserted into a metal introducer and made to contact the introducer edge. As a result, similar ptfe coating damage that was seen on the returned guide wire was observed on the sample guide wire. Lot history review revealed no anomaly relating to the reported event. No other similar product experience report was received for this lot. Based on the obtained information and the above investigation outcome, it was concluded that the ptfe coating was damaged by strong friction generated as a sharp edge of a concomitant device such as a metal inserter point contacted the shaft of the returned guide wire. There was no indication of product deficiency. Although no adverse patient effects were reported, a possibility could not be completely ruled out that some coating fragments could be left in the patient anatomy. Instructions for use (IFU) states: [warnings] never use metallic cannula or metallic sheaths for insertion and withdrawal of the guide wire. [Otherwise, the surface of guide wire may be damaged significantly.]; and, [malfunction and adverse effects] breakage of the guide wire.

Event description:
It was reported that the ptfe coating of an asahi guide wire became peeled off during a ppi to treat a severely calcified cto in the sfa. After the guide wire was used, it was soaked in a tray filled with normal saline when green flakes of the ptfe coating were found in the tray. A new guide wire was replaced to resume the procedure. The ppi was competed with reestablished blood flow. No particular intervention was performed and there were no adverse patient effects related to the peeled ptfe coating.